Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. A system log review was not performed since there is insufficient or unconfirmed event information. Citation: pokharkar, a., et al. (2025). Perioperative and oncologic outcomes of robotic surgery for pediatric solid abdominal tumors: a single-center 10-year experience. Frontiers in pediatrics, 13. Https://doi.org/10.3389/fped.2025.1453718.

Event description:
A review of a literature article titled, ¿perioperative and oncologic outcomes of robotic surgery for pediatric solid abdominal tumors: a single-center 10-year experience,¿ was performed. The article provided information regarding a prospective, single-arm study that involved patients aged greater than six months old that were treated between 2013 and 2023 for solid abdominal tumors. The study included 20 patients (9 boys and 11 girls) with a median age of 3.5 years and the weight of the children ranged from 7.0 to 45.0 kg, with a median weight of 14.6 kg. The article noted that during these surgeries performed with the da vinci surgical system, a conversion to open surgery was required in two cases due to the aggressive nature of the disease and inadvertent vascular injury. The authors concluded that robotic surgery for pediatric abdominal tumors is safe and effective, reducing blood loss and hospital stays without compromising oncological outcomes. Additional multicenter studies are needed to validate these findings and optimize the use of robotic surgery in pediatric oncology. Per the author, there were no episodes of any da vinci device malfunctions. The cause of the complication (i.e. Inadvertent vascular injury) noted within the article is unknown.